Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient¿s hip was revised on (B)(6) 2014 due to unknown reasons. The head and cup were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The limited information available indicates that a revision procedure occurred. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).